Event description:
It was reported that a pt was not receiving efficacy from their drug/pump. An isotope pump study revealed that there was no drug found in the subarachnoid space. An x-ray was conducted. As tested on (B)(6) 2009, there was no evidence of peripump radionuclide activity. No free flow of csf was seen on (B)(6) 2009. The pump was explanted and replaced due to normal battery depletion. The most recent drug info reported was simple continuous infusion of baclofen (250 mcg/ml, 26.4 mcg/day) administered on (B)(6) 2009. The pt had recovered without sequela. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.